Manufacturer narrative:
Block b3: exact date unknown, event occurred four months ago from date manufacturer was made aware.

Event description:
It was reported that the patient had an increased back pain. The patient had difficulty obtaining adequate back coverage despite of optimizing the program. During program optimization, the patient reported perceiving stimulation in the teeth. The patient also reported noticing a change in the pitch of tinnitus when the stimulator was turned off or when the battery level becomes low. In addition, the patient indicated a need for magnetic resonance imaging due to other health reasons. The patient underwent implantable pulse generator (ipg) replacement procedure and was doing well postoperatively. The explanted device will not be returned as it was kept by the facility.